Event description:
It is reported that during surgery in 2008, the product was injected into the marrow cavity. The surgeon then tried to insert a stem, but was unable to because the cement had already hardened. There was an unknown delay in surgery due to the event.

Manufacturer narrative:
Evaluation summary: sample devices were not returned. Lab testing was done on samples of the same lot and cement performed as per spec. Cause cannot be definitively determined. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be rec'd, the complaint will be reopened. Zimmer considers the investigation closed.